Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter. "Customer reports that opened the batch # 9081941 and at the time of switching the tube, the needle's plunger ruptures and leaked too much blood from the customer."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, "customer reports that opened the batch # 9081941 and at the time of switching the tube, the needle's plunger ruptures and leaked too much blood from the customer."